Manufacturer narrative:
The complaint can be verified. The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. According to the pump history, the time/date settings were lost after a battery change. The supercap was not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. The insulin pump correctly notified the user to check the date and time setting after restart. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The battery cover passed the optical inspection.

Event description:
It was reported the infusion device turned off without providing an error message on (B)(6) 2013. The infusion device has high power consumption and has lost the date and time setting after a battery change. The battery cover is new. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.